Event description:
On (B)(6) 2023, fresenius became aware of this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) contacted fresenius customer support for assistance initiating treatment. The patient reported she terminated ccpd therapy to go to the emergency room (ER) on (B)(6) 2023. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient was experiencing drain complications on (B)(6) 2023 and contacted the on-call pdrn for guidance. The patient was instructed to change positions to promote drainage; however, there was no change in flow, and the patient was directed to the ER. While in the ER, the patient¿s pd catheter (not a fresenius product) was checked for patency and found to be obstructed. The ER staff instilled activase (clot buster) into the pd catheter with good effect, and the patient¿s pd catheter flow was restored. The patient underwent a single ccpd treatment while admitted and was discharged on (B)(6) 2023 (< 24 hours) in stable condition. The patient resumed utilizing the same liberty select cycler without difficulty and has recovered from the events. The pdrn stated the adverse events were unrelated to the patient¿s utilization of any fresenius device(s) and/or product(s). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).